Manufacturer narrative:
H6: investigation summary: four photos received by our quality team for investigation. Upon visual evaluation a syringe with a needle assembled with a yellow hub, syringe inside its primary packaging syringe inside its primary packaging, and poorly assembled stopper are observed. However physical samples are necessary to further analyze and evaluate. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that 20 bd plastipak¿ syringes had issues with deformed tips. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "they found... Deformation in the tip thread."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd plastipak¿ syringes had issues with deformed tips. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "they found... Deformation in the tip thread."